Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre operative diagnosis of herniated nucleus pulposus central and left with severe disc degeneration and vertical instability,l5-s1 and underwent the following procedures: left l4-5 hemi-laminectomy, foraminotomy, inferior facetectomy. Transforaminal diskectomy l4-5. Anterior interbody cage insertion with bone morphogenic protein l4-5. Posterolateral interbody fusion with local bone graft l4-5. Percutaneous instrumentation l4-5. Per operative report: a cage was filled with bone morphogenic protein and inserted through the transforaminal approach into the midline anteriorly against the anterior longitudinal ligament. Posterolateral interbody fusion was carried out with local bone graft.6.5 x 45 mm percutaneous screws were placed in l4 and 6.5 x 40 mm percutaneous screws in l5. The screw connectors were then attached together. A pre-contoured 40 mm rod was seated on the poly-axial head of screws and cap nuts were inserted and tightened. The wounds were irrigated. Intraoperative CT showed good position of all implants. No intraoperative complications were noted. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.